Event description:
During routine cataract extraction procedures the doctor reportedly experienced four corneal burns on four different patients in the operative eye. The patients required 1 additional suture to close the wound and all are doing fine. Pre-evaluation check-out was requested on the machine. Unit was found to be functioning according to its specifications. The specialist suspects possible infusion sleeve overuse.